Manufacturer narrative:
Per tandem user guide: never reuse cartridges or use cartridges other than those manufactured by tandem diabetes care. Use of cartridges not manufactured by tandem diabetes care or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose (bg) level was over 600 mg/dl, and customer experienced diabetic ketoacidosis. Reportedly, customer was reusing supplies. Subsequently, customer was hospitalized. Bg was treated with intravenous fluids. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage. Reportedly, the customer reverted to manual injections for insulin therapy.